Event description:
This report is in reference to a netherlands patient. It was reported the patient was unable to receiving adequate coverage due to high impedance. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.